Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to deliver a bolus. Customer's blood glucose (bg) was 158 mg/dl. Although requested, the customer declined troubleshooting and declined to provide any further information.